Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. A replacement pump was sent. There was no adverse impact to the customer¿s blood glucose level.